Manufacturer narrative:
System analysis / field service repair: the reported error code and water leak were confirmed and determined to be the result of a faulty chiller. The chiller was repaired and preventive maintenance (pm) performed.

Manufacturer narrative:
The chiller was repaired in the field and preventive maintenance was performed. The chiller was not returned to ams.

Event description:
It was reported that during a "photovaporization" of the prostate with the patient under anesthesia, a water leak was observed and an error 652 was received. The case was completed with "classic resection". There was "no patient or user injury".